Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a bio-hazard bag. Returned with the sample was the supplied 40cc driveline tubing. Upon return, a retention tube was noted on the iabc outer lumen. The short arterial pressure tubing was noted connected to the luer. The teflon sheath was on the returned iabc. The bladder was fully unwrapped. A bend to the iab central lumen was noted at approximately 56cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. Additionally, the packaging retention sleeve was noted on the iabc outer lumen upon receipt, which indicates a potential that the iabc was not prepped per the instructions for use (IFU). Furthermore, blood was noted on the exterior surfaces of the iabc bladder upon receipt and the packaging retention sleeve was noted between the teflon sheath and iabc cath-guard. This indicates that the user potentially attempted to insert the iabc into the patient with the packaging retention sleeve on the iabc outer lumen, which can result in difficulty connecting the sheath hub to the hemostasis cuff and can lead to potential infection to the patient. The instructions for use states (IFU):"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. A de-vice history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon cap remained on the product" is confirmed. The packaging retention sleeve was noted on the iabc outer lumen upon receipt of the sample, which indicates the potential that the iabc was not prepped per the instructions for use (IFU). Furthermore, blood was noted on the exterior surfaces of the iabc bladder upon receipt and the packaging retention sleeve was noted between the teflon sheath and iabc cath-guard. This indicates that the user attempted to insert the iabc into the patient with the packaging retention sleeve on the iabc outer lumen, which can result in difficulty connecting the sheath hub to the hemostasis cuff and can lead to potential infection to the patient. Additionally, upon testing, the iabc passed functional test specifications an in-service has been requested to reiterate the IFU, including the appropriate method for catheter prep/removal from its packaging. Based on a review of the device history record (DHR), the prod-uct met specification upon release; however, the specifications were not met during the complaint investigation due to the retention tube on the iabc outer lumen. The root cause of the complaint is undetermined. The probable root cause is customer handling related. This will be monitored for any developing trends.

Event description:
It was reported that "the balloon cap remained on the product. Battery alarm". Additional information states "I should mention that the patient is in good health and did not suffer any harm from this defective product. During the installation of the pump, when I attempted to remove it from its case, the plastic cover of its case remained on the product. Since then, this has been impossible to remove, without damaging the balloon.( the balloon did not suffer any problems and the placement was successful.) I left it and placed it on the patient, but I was unable to advance it because this cover limited its length. Fortunately, in this case it barely reached".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the balloon cap remained on the product. Battery alarm". Additional information states "I should mention that the patient is in good health and did not suffer any harm from this defective product. During the installation of the pump, when I attempted to remove it from its case, the plastic cover of its case remained on the product. Since then, this has been impossible to remove, without damaging the balloon.( the balloon did not suffer any problems and the placement was successful.) I left it and placed it on the patient, but I was unable to advance it because this cover limited its length. Fortunately, in this case it barely reached".